Event description:
A us distributor reported that a patient's electrode belt ecgs were non-functional.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation j704 was pulled from the dn when the ECG c&d cable was pulled from strain relief, causing the service code. The root cause for the severed cable was physical abuse. No adverse event resulted from the damaged belt.